Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The baxter technical service representative (tsr) explained the alarm and there was an open clamp on an unused line. They cycled power and se 2367 alarmed. They assisted them to retrieve the cassette and advised them to let the registered nurse (rn) know about the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she just ended therapy that day. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user.the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.